Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30537. It was reported the patient experienced pain at the scs ipg and drg ipg sites. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020 wherein both ipgs were repositioned and secured. Reportedly, the issue resolved.